Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to improper reprocessing due to a cracked s-body and breakage of the ud angulation control knob. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states the detection method in cf-ez1500dl/I operation manual chapter 3 preparation and inspection. - IFU states the preventative measures in cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus asset, colonovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that there was whitish foreign material inside the air/water tube and air/water cylinder. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned as part of the asset return process. It was noted that water tightness was lost due to a crack on the scope body and due to damage on the up/down knob. The air/water cylinder and scope cylinder had no color. The control had a crack and the image had black dots due to damage on the charge coupled device unit. The water removal ability did not meet standard value due to damage on the nozzle and the bending section rubber adhesive was detached. The bending angle in the up direction did not meet standard value due to wear of the angle wire and the plastic distal end cover had a snag on it due to a crack. The connecting tube and universal cord had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.